Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had bolus not delivered alarm. The customer's blood glucose was 220, 250 mg/dl. The customer stated that she put in too much insulin, she was accidentally did the bolus twice. Customer stated a while ago she after supper did receive the bolus not delivered and thought she did the bolus twice. The insulin pump will not be returned for analysis.